Event description:
It was reported by the patient that she experienced increased seizures after her vns device was programmed on. She was reportedly having 2-3 seizures per month before her vns was programmed on, and they increased to 5-10 per month. The patient reported feeling better after the device was disabled. The device was confirmed to be functioning properly, and the patient's current physician was unable to provide information regarding the increased seizures from years prior. No further relevant information has been received to date.

Event description:
The physician stated that the patient did not have an increase in seizures, but instead had a decrease in seizure frequency with vns. The device was also not programmed off in response to seizures. No further relevant information has been received to date.